Event description:
I had surgery in 2003 to repair a uterine prolapse that had occurred post childbirth in 2000. The surgeon used a double thickness segment of mersilene mesh that measured approx. 12 cm long and 3-4 cm wide in making the repairs. All was fine for a few years. Over the course of several years, I began having symptoms of a bleeding after sex, very painful periods and bloody discharges. It was discovered at an annual gyn exam in 2007 that the mesh had eroded and bore a hole into the back wall of the vagina. It was repaired by the original surgeon approx three months later. He trimmed back the mesh and repaired the hole. I have had follow up appointments with him and will continue to be seen annually as a precaution.